Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device was not powering on. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to issue the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. The field service engineer (fse) arrived and found that the station would not power on. The fse proceeded to search for a short in the bus and narrowed it down to auxiliary drawer 2. A faulty drawer board was found to be causing the short. The board was replaced, and the drawer was tested in the hardware test application (hta). The customer was tested in the application, and any failures were cleared. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.